Event description:
This pt underwent cardiac catheter ablation therapy for his atrial fibrillation on (B)(6) 2010. On (B)(6) 2010, he went to the hospital for nausea and vomiting. While there, he developed left-sided weakness and an MRI showed a right fronto-parietal infarction. On (B)(6) 2010, he became somnolent and a CT showed progression of his fronto-parietal infarction. His clinical condition deteriorated and he began having seizures on (B)(6) 2010; CT showed extensive pneumocephalus. Due to poor prognosis, his family withdrew care. At autopsy, he had large, bilateral infarctions in the brain with subfalcine herniation. Histologic examination revealed multiple areas of foreign-material emboli associated with his cerebral infarcts, but also in the small arteries of all organs sampled - lungs, kidneys, liver, esophagus, heart and brain. There were vegetations of the heart valves nor any evidence of valvular infection. Review of the decedent's medical records revealed no intravascular procedures other than his cardiac catheter ablation. Biosense webster 7fr d-f decapolar catheter - access site: rfv, with 7f introducer, catheter site cs - biosense webster 8f thermocool rmt - access site: rfv/transeptal with preface introducer, catheter site la via transeptal - therapy date: (B)(6) 2010.